Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device's internal battery failed to charge. The ventilator was returned to the manufacturer for evaluation. When the device was received the internal battery was found to be removed. During the evaluation of the device at the manufacturer's service center, the device failed to power on. The device's system board and internal battery need to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing to power the device on was due to a program corruption of the u3 flash.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.